Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade and hypotension. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The devices were prepared according to the instructions, the transeptal access was obtained and the dilator and wire were removed. The farawave catheter was inserted into the sheath and past the handle when it was noticed that bubbles were continuously coming from beyond the handle of the sheath. The physician aspirated at least 15cc of air 7 times still with bubbles. The connections and flushes were checked and everything was connected properly. The catheter was removed from the sheath and no air was observed when aspirated. Then, a coronary sinus catheter was inserted and no air was observed when aspirated the sheath. A new farawave catheter was then tested and the air was observed again. The physician then manipulated the sheath in the left atrium to make sure that it was not pressing up against tissue, but the air issue persisted. The physician then decided to switch to radiofrequency but then noticed on the intracardiac electrogram (ice) that the patient blood pressure dropped and confirmed that the patient had a pericardial effusion that led to cardiac tamponade. The patient was tapped and moved to the critical care unit (ccu) for recovering. The procedure was cancelled due to this event. The patient is currently recovering from the issue. The device is expected to return for laboratory analysis.